Event description:
It was reported that during removal of the device from the port body, the safety mechanism didn't work and the needlepoint could not be locked in the base. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of difficulty activating a safety mechanism is confirmed and was determined to be use related. One 22 g safestep was returned for evaluation. The returned product sample was evaluated, and the needle was observed to be bent near the base of the needle. The following observations were noted during the sample evaluation: usage residue was seen on the sample which indicated the product had experienced at least some use. The needle tip was barbed suggesting contact between the needle and port base. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, the needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during removal of the device from the port body, the safety mechanism didn't work and the needlepoint could not be locked in the base. There was no reported patient injury.